Event description:
A discordant falsely depressed sodium (na) result was obtained on a dimension exl 200 instrument. The result was not reported to the physician(s). The customer used the same sample to perform repeat testing on the same instrument and noted higher repeat results. A result of (B)(6) mmol/l was considered correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the depressed sodium result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). The customer informed siemens that quality contol (qc) is not affected and that they use a centrifugation time of 10 minutes at 4000 revolutions per minute. Siemens is investigating the event. MDR 2517506-2022-00012 was filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00013 on 19-jan-2022. Additional information (16-feb-2022): siemens reviewed the information provided and ssm (solidstate multisensor) files that were provided. There were no errors observed in the ssm data files. Siemens noted successful calibrations, and no fluids changed before the samples were processed. Quality control (qc) results were in range, and the customer segment configuration was verified and properly configured. Siemens verified the dimension exl 200 instrument is operating as specified. The cause of a falsely depressed result is unknown, and siemens cannot rule out contributing factors such as sample integrity and preanalytical variables as the potential cause. The instrument is operational and requires no further evaluation. MDR 2517506-2022-00012_s1 was filed for the same event.